Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed loss of prime warnings with low non zero and zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of prime warnings were duplicated. The pump detected the correct force. The pump cover was removed to find no defects. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.